Event description:
During follow-up, it was observed that the pt was being paced at a rate of 117 bpm. The status screen confirmed a pacing rate of 10 ms. A serinal number change was also observed. The physician suspected a crystal oscillator malfunction and the device was explanted.